Manufacturer narrative:
Batch review performed on 23 july 2021: lot 2010623: (B)(4) items manufactured and released on 03-feb-2021. Expiration date: 2026-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Another device involved: batch review performed on 23 july 2021: liner: mpact 01.32.3239hct flat pe hc liner ø32/cc (k103721) lot 2100152: (B)(4) items manufactured and released on 17-feb-2021. Expiration date: 2026-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection (pathogen unknown). The surgeon performed a washout and revised the head and liner 1 month after the primary surgery. The surgery was completed successfully.